Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm while refilling her insulin pump. The customer stated that the insulin pump would not finish priming. The customer's blood glucose was 565 mg/dl. The customer stated that she noticed her blood glucose had been climbing and decided to change out the reservoir and infusion set prior to receiving the alarm. Troubleshooting was done. The customer stated that the insulin pump did not alarm no delivery again. Advised that the insulin pump was working as designed. Nothing further reported.